Event description:
Report received of an underdelivery. The pump was programmed to deliver 250ml of an unspecified solution at a rate of 125ml/hr. Reportedly, the solution infused in 3.5 hours. There was no reported adverse patient event. Though requested, there was no further information available.